Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found worn out socket slider switch causing intermittent use of high intensity mode. Corrosion inside scope socket tubing. Olympus lamp life meter is reading over 500 plus hours, and the lamp life was expired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the endoscope is plugged into the evis exera iii xenon light source there is no image or the image is intermittent. It was also reported that a b30 scope communication error was received. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image loss was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.